Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The root cause is undetermined.

Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during an intestinal dilation procedure on a 65 year old male patient in 2006 (patient weight unknown). According to the complainant, during the procedure the cre balloon was pushed through the endoscope and upon first inflation the balloon burst. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."